Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a shunt percutaneous transluminal angioplasty, a balloon rupture occurred. Venous access was obtained. The 80% stenosed target lesion was located in a shunt in the moderately tortuous unspecified vessel. A 6.0mmx40mmx40cm (4f) sterling balloon dilatation catheter was used to dilate the lesion. Upon the first inflation, the balloon ruptured at 6 atmospheres. The balloon was removed intact. The procedure was not completed since there was no same device available. No patient complications were reported and the patient status was good.